Manufacturer narrative:
Concomitant medical products: product ID: ddmc3d1 ipg, implanted (B)(6) 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible rare undersensing was noted during atrial tachycardia (at) / atrial fibrillation (af) episodes causing false termination of some episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.